Event description:
It was reported to hill-rom that a mobile lift actuator would not stay raised and would descend on its own.

Manufacturer narrative:
The customer actuator was replaced which solved the issue. Hill-rom will perform an evaluation of the medical device when it is returned and send a supplemental report.